Event description:
This is a report received on (B)(6) 2012 by baxter from the facility. This is a spontaneous case for a male patient with peritonitis. Patient was using dianeal pd4 solution, exact product specificities currently not available. No further information available. The outcome of the patient is unknown at this time. Baxter is attempting to obtain additional information for this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2012): follow-up was obtained from the consumer. On an unreported date, the patient experienced a leaking bag of dianeal pd4 2.27% 2l twin bag lot number 12b20l80. The patient developed peritonitis after reporting the leaking product. The timing of the peritonitis in relationship to the use of the leaking bags was not available. Data correction identified on ((B)(4) 2012): on (B)(6) 2012, the patient began treatment with extraneal 2l twin bag. This complaint for peritonitis-no device malfunction or use error is not confirmed because disposable set was not returned to baxter, a lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. Therefore the complaint is not confirmed and the assignable cause is not determined.